Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventions abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. A surgical cut down was performed and the aaa procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.